Manufacturer narrative:
(B)(4). Mfg site name - (B)(4) medical although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a procedure performed on (B)(6) 2017.   According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue, but failed to release from the catheter. An attempt was made to wiggle and actuate the device; which eventually released the clip from the catheter, and the procedure was completed with another resolution 360 clip device.   There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device noted that the clip assembly was half deployed, and the clip was not returned with the device. The yoke, which was still attached to the control wire, was then actuated and deployed. A kink was noticed in the control wire near the handle and the center of the device. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue, but failed to release from the catheter. An attempt was made to wiggle and actuate the device; which eventually released the clip from the catheter, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.